Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 263 mg/dl and over treated and as a result experienced low blood glucose of 45 mg/dl, which customer treated with food. Troubleshooting was performed to determine reason for high blood glucose. After troubleshooting, customer was advised to changed infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to complete high pressure test. Insulin pump would be replaced due to customer wanting to replace pump for credit.